Event description:
Philips received a complaint by the customer on the v60 indicating that there was no output on the screen. It was reported there was no patient involvement at the time the issue was discovered. It was reported that there was no output on the screen. The customer requested the part number for the light crystal display (lcd) upgrade from 1st generation to 2nd generation. The remote service engineer (rse) provided the customer with the part number for the lcd upgrade from 1st generation to 2nd generation. This investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response received 24jun2025, the customer decided to replace the entire user interface (ui) assembly instead and confirmed the reported issue was resolved. The customer replaced the ui assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.